Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop event that appeared consistent with electrostatic discharge (esd). Additionally, review of the submitted log files confirmed the reported driveline communication fault and driveline power fault alarms; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained events from 23dec2025 through 29dec2025. A driveline communication fault alarm, associated with com_b_fault flags became active on 29dec2025 at 06:01:25, and a driveline power fault alarm, associated with power b line faults, became active at 06:05:27. The file captured a transient pump stop on 29dec2025 at 06:05:32. The event lasted approximately 8 seconds and appeared to be consistent with a pump reset due to an esd event. Following the event, the pump regained speed and resumed normal operation without issue. The driveline communication fault and driveline power fault alarms persisted through the duration of the file. No other notable events or alarms were captured. It was reported that the patient was having driveline fault alarms that were not resolved following multiple self-tests. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook and section 7 of the IFU provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication and driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight was not provided by the customer no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started having driveline fault alarms. Multiple self-tests did not resolve the alarm. The modular cable was taped due to breakdown. The log files were submitted for review. It appeared that the event log captured some low voltage advisory and hazard events early in the log while using battery power. They were all due to normal battery depletion. There was driveline comm and power fault starting on (B)(6) 2025 at 0605 and continued for the remainder of the log. They also noted during his period some low-speed advisory events on (B)(6) 2025 at 0605. They also saw what looked like a pump stop event on (B)(6) 2025 at 0605 that lasted for around 8 seconds. They saw some high current events in the background of the log during this time as well which may have caused this brief pump stop.